Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system along with a log review and confirmed the reported issue. It was recommended to replace the anesthesia control board (acb) to correct the reported issue. No report of patient involvement. Incident date: incident date is not known at time of filing emdr. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.